Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that the coil was advanced into the vessel, but could not be withdrawn back into the catheter. The coil then unexpectedly detached. An attempt to snare the coil was made using a balloon; however, it was unsuccessful. The coil remains implanted in the patient. There was no reported patient injury. The patient is reported to be stable.